Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the ninth firing the clip was scissored, curved and not closed completely. It was the first clip on the cystic artery. The clip was removed and the area re-clipped. There was some bleeding. It was controlled. The device was used for four more clips. They all appeared to be ok. The patient is in recovery.